Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:04jun2019. Key market contact confirmed that the oxygen flow accuracy error code did not occur in this case. The key market contact confirmed that the power supply was replaced and that the unit was operational after this repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The customer was sent a part. The customer found a oxygen flow accuracy error code in the ventilator diagnostic logs. The customer was sent a power supply to address the reported issue.

Event description:
It was reported that the ventilator was not switching on. No patient involvement. Event date not specified, estimate used.